Manufacturer narrative:
The pt was stable and discharged from the unit after the treatment was completed. On 6/1/06 a gambro technical services (gts) inspected the machine. He verified venous and arterial t1 test values and performed a simulated treatment. He determined that the machine was operating to MFR's specifications. The machine has been returned to service. Gambro renal products, senior clinical complaint investigator spoke with facility's registered nurse (rn) mgr and a nephrologist. They now understand that the machine is unable to detect venous needle pullout. They also discussed the nursing responsibilities to verify that the access needles are securely taped to extremity, and to frequently monitor the access and the extracorpreal circuit. They will review their clinical policies and procedures to make sure that these issues are adequately addressed. The phoenix operator's manual (revision a, software revision 3.34, dated on february, 2005) reports the following two warnings: warning #01: "improper connections of the extracorporeal circuit may cause potential pt safety hazards, that might not be detected by the machine: for instance, hemolysis caused by kinks, clamps or other restrictions on the blood line, blood loss to the environment/air into the blood circuit due to leakage in the extracorporeal circuit." (Refer to introduction, page viii and section 5 - dialysis operation, subparagraph 5.2 extracorporeal circuit preparation.) Warning #02: "monitoring of the venous pressure could not always detect the disconnection of a venous needle from its access site, which may result in extracorporeal blood loss to the environment. When a venous needle disconnects from its accesss, pressure at the venous monitoring side may only decrease by the pressure maintained within the pt's access site. This pressure drop may be less than the width of the machine's venous pressure alarm window: in this particular case the disconnection of a venous needle from its access site is not detectable by the machine, even if pressure alarms and alarm windows are properly set. To reduce the risk of needles disconnection, ensure that needles are firmly secured to the access site area. Moreover the venous pressure alarm lower limit should be set as closely as practical to the actual value without generating excessive nuisance alarm." (Refer to introduction, page xxxi and section 9 - specifications, subparagraph 9.2.7 - detection of extracorporeal blood loss.) In 2005, gambro dasco made a human factors eval study. The purpose of "human factors" study is to get a deeper understanding for the venous needle dislodgement issue from an end user perspective with respect to the existing warnings on the operator's manual and evaluate any modification to ensure our message is effectively communicated to the user, including revised warnings and developing "user freindly" training material. A follow-up will be submitted with the actual implementation date and copy of training material.